Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 20. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.